Event description:
On (B)(6) 2005, a sparc suburethral sling was implanted. The plaintiff's attorney alleges that after and as a result of the implanted mesh, the plaintiff has suffered and will continue to suffer pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.